Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "system fault 36", "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.